Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support, who provided complete pump reset information, and after walking the caller through the pump reset, the customer successfully started their sensor session without further errors.